Event description:
Follow-up identified the patient's lead was explanted and replaced with a new one. The issue has reportedly been resolved.

Manufacturer narrative:
Corrected data: lot number, expiration date & device manufacture date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is not receiving any scs stimulation therapy in the targeted areas. Diagnostics testing showed multiple lead contacts exhibiting high impedances. Surgical intervention is planned for a later date to address the issue.